Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. Customer's blood glucose ranged from 35mg/dl-111mg/dl. Customer treated with orange juice, soft drink and liquid glucose. Customer declined low blood glucose troubleshooting.